Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected off no power alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump does not turn on and shuts off after new batteyr installed. The customer changed out the battery for a new one and the problem remains. The customer's blood glucose level was unknown. The customer discontinued use of the product and is following medical prescription for insulin shots until replacement pump is received.